Event description:
Customer reportedly received results of 27.4 mmol/l and 7.5 mmol/l within 10 minutes on the aviva expert system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).